Event description:
It was reported that the instrument room assembler pulled a screw from sterile inventory and upon visual inspection; she realized it was a 34mm screw while the packaging and catalog number stated it was a 44mm screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the product was received with an open package and removed from the bag. Reviewing the complaint it was found that the screw returned was actually 30mm not 34mm as stated above. Review of the device history record shows no complaint related anomalies. The 30mm screw returned would have been part number 04.005.520, there were no open lots of this part number in the time frame that the lot above was manufactured. It would have been impossible to have these two lengths mixed. As a result of this investigation and the fact that the products were manufactured in two different time frames, it is concluded this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).